Manufacturer narrative:
This report is submitted on december 22, 2022

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient underwent a skin revision surgery to remove the excess skin on (B)(6) 2022 under general anesthesia.